Event description:
It was reported that during a da vinci si partial nephrectomy procedure, a monopolar curved scissors instrument started smoking and they noticed a slit on the tip cover accessory. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The silicone part of tip cover was torn at the distal end opening. The tear was .130 long, through the full thickness of silicone and was axially oriented with the tip cover. An additional observation not reported was that the combination pellethane/silicone section had a .140 x .040 gouge located roughly .300 below the distal tip. The damaged section did not penetrate through the full wall thickness but there did appear to be material removed. No signs of arcing were observed. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. On 07/29/2013, intuitive surgical contacted the site who confirmed that no arcing was observed during the procedure. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the gouge on the tip cover,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.